Event description:
Additional information received reported that the manufacturing representative had not met with the patient again. The manufacturing representative left a full voice mail for the patient on (B)(6) 2014 and had not heard back from them.

Event description:
It was reported there was a communication problem. The patient had not used the stimulator for several months and had it turned off because she had a couple surgeries unrelated to the spinal cord stimulator (scs). The patient was trying to use it now, but the programmer and recharger would not communicate with the implant. The patient was reportedly having pain in the head above the ear. The patient reportedly had blood vessels that were ¿tightened up.¿ the patient had nerve pain from the left ear to the spine and wanted to see if it was the stimulator that was causing the pain. The patient had not been able to turn her head. This reportedly started last thursday, had been steady, and gotten increasingly worse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was suspected to be in overdischarge. It was unknown what number overdischarge this was. A physician mode recharge (pmr) had not been performed at the time of the report. The patient had not charged their stimulator in several months prior to the report due to family issues. A manufacturer representative was planning to meet with the patient on (B)(6) to assist them in recharging. A pmr may need to be performed at that appointment. The patient status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3550-39, lot # n316695, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-14, lot # n320728, implanted: (B)(6) 2012, product type accessory; product ID 3550-14, lot # n321095, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).